Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("her pains started after essure insertion ") in a (B)(6) female patient who received essure (batch no. He011rc). The occurrence of additional non-serious events is detailed below. Medical conditions: as far as the reporter is aware of the patient is healthy and has no concomitant medications. Concurrent conditions included nickel sensitivity. On (B)(6) 2017, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), feeling abnormal ("whole her body is mixed up / patient is feeling unpleasant") and general physical health deterioration ("general condition is collapsed"). The patient is going to be treated with surgery (she is waiting for the operation (essure removal)). At the time of the report, the pelvic pain, feeling abnormal and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for pelvic pain, feeling abnormal and general physical health deterioration with essure. The reporter commented: later on laparoscopy will be performed and tubes removed. The nickel allergy was known before essure insertion. The patient was told before insertion that nickel allergy is not a contraindication for essure insertion. The reporter clarifies the meaning of "the patient cannot be": is feeling abnormal and unpleasant. The patient has indicated that her pains started after essure insertion but the start time point of the other symptoms is unclear. Essure removal hasn't yet been performed. The patient is waiting for the operation. Diagnostic results: unspecified date: physician did not find anything specific in examinations. Most recent follow-up information incorporated above includes: on 27-mar-2017: new information from physician: lot number added and details from patient and new event (pelvic pain) was reported. Company causality comment: this non-medically confirmed spontaneous case refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her pains started after essure insertion (seen as pelvic pain). The patient is waiting for the operation according to reporter physician. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required the product technical analysis has been sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("her pains started after essure insertion ") in a (B)(6)-year-old female patient who received essure (batch no. He011rc). The occurrence of additional non-serious events is detailed below. Medical conditions: as far as the reporter is aware of the patient is healthy and has no concomitant medications. Concurrent conditions included nickel sensitivity. On (B)(6) 2017, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), feeling abnormal ("whole her body is mixed up / patient is feeling unpleasant") and general physical health deterioration ("general condition is collapsed"). The patient is going to be treated with surgery (she is waiting for the operation (essure removal)). At the time of the report, the pelvic pain, feeling abnormal and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for pelvic pain, feeling abnormal and general physical health deterioration with essure. The reporter commented: later on laparoscopy will be performed and tubes removed. The nickel allergy was known before essure insertion. The patient was told before insertion that nickel allergy is not a contraindication for essure insertion. The reporter clarifies the meaning of "the patient cannot be": is feeling abnormal and unpleasant. The patient has indicated that her pains started after esure insertion but the start time point of the other symptoms is unclear. Essure removal hasn't yet been performed. The patient is waiting for the operation. Diagnostic results: unspecified date: physician did not find anything specific in examinations. Quality-safety evaluation of ptc: lot#: he011rc - production date: 8-feb-2016 - expiration date: 28-feb-2019. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case refers to a (B)(6) -year-old female patient who had essure (fallopian tube occlusion insert) inserted and her pains started after essure insertion (seen as pelvic pain). The patient is waiting for the operation according to reporter physician. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required according to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of feeling abnormal ("whole her body is mixed up / patient is feeling unpleasant / bad feeling") in a (B)(6) female patient who had essure (batch no. He011rc) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: as far as the reporter is aware of the patient is healthy and has no concomitant medications. Concurrent conditions included nickel sensitivity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced feeling abnormal (seriousness criteria medically significant and intervention required), pelvic pain ("her pains started after essure insertion") and general physical health deterioration ("general condition is collapsed"). The patient was treated with surgery (essure laparoscopically removed). Essure was removed on (B)(6) 2017. At the time of the report, the feeling abnormal, pelvic pain and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for feeling abnormal, general physical health deterioration and pelvic pain with essure. The reporter commented: the nickel allergy was known before essure insertion. The patient was told before insertion that nickel allergy is not a contraindication for essure insertion. The patient has indicated that her pains started after essure insertion but the start time point of the other symptoms is unclear. The female wanted essure spirals to be removed due to bad feeling. Diagnostic results: unspecified date: physician did not find anything specific in examinations. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2017 for the following meddra preferred term: feeling abnormal. The analysis in the global safety database revealed 58 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: he011rc - production date: 8-feb-2016 - expiration date: 28-feb-2019 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician answered to follow up request: the female wanted essure spirals to be removed due to bad feeling. Removal was performed laparoscopically on (B)(6) 2017. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that the patient wanted essure spirals to be removed due to bad feeling. Her whole her body is mixed up / patient is feeling unpleasant. Essure was removed laparoscopically. The reported event is regarded as unanticipated in essure's reference safety information. In this case, patient did not specify the event. However, considering that essure was removed due to bad feeling, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.